Manufacturer narrative:
The cause for the discordant tsh3-ultra result is possibly the rare variant of tsh. The patient sample is not available for further testing and investigation the instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection."

Event description:
A false low advia centaur xp tsh3-ultra ((tsh3-ul) result was obtained for a patient sample. The result was considered discordant with the tsh assat. The result was higher for tsh. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.